Event description:
The philips field service engineer (fse) reported that during preventive maintenance (pm), the blower was found not working. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The blower assembly was returned for failure investigation. The reported condition was confirmed. Product does not meet specification. The root cause of the observed condition was determined to be bad temperature sensor. Lm20 generated the blower temperature too high.